Event description:
Patient was on intra-aortic balloon pump. Balloon ruptured, and cardiologist attempted to remove it at bedside. It was stuck, and patient had to go to cath lab with vascular surgery for removal.